Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia. The customer's blood glucose level was 596 mg/dl. The customer experienced symptoms such as nausea. The customer reported that the infusion set insertion site was red and irritated. The auto mode was active at the time of the incident. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer's mother reported via phone call that the customer received emergency medical services and then visited emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose was over 600 mg/dl.